Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) lead had outer insulation damage visibly noticed in the pocket. The ra and rv lead both exhibited low lead impedance. The leads were repaired using a lead repair kit. The leads were reprogrammed to unipolar mode and left in use. Afterwards, the patient felt ill and had a near syncopal event. The repaired ra and rv lead exhibited oversensing of noise on the electrogram. The rv lead was removed and a new lead was implanted. The ra lead was reprogrammed and left in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 lead implanted: (B)(6) 1996. (B)(4).